Event description:
From customer: routine flushing of the climber catheter was performed before the procedure, and no abnormalities were detected. During standard engagement of the coronary artery, the operator noticed an abnormal tactile sensation at the distal tip of the climber catheter and promptly withdrew it. There was no significant resistance during withdrawal, and no vascular abnormality was observed in the patient. After removal, it was found that the catheter appeared to be fractured with ligth blue layer detachment.subsequently, the part of the detached coating was aspirated through the vascular sheath. Due to the urgency of the patient's condition, another brand of guiding actheter was immediately used to continue the procedure. The patient is currently in good condition with no abnormalities observed. However, the distal tip of the guiding catheter was not identified intra-operatively or post operatively, and it is suspected to have been retained in the body.